Manufacturer narrative:
Device history record is under review. Consumer returned unused product on 2/14/2014. A visual inspection of 5 companion samples was conducted and the examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that her tampon contained two pledgets. She discovered the tampon contained two pledgets and two strings upon removal. She was able to remove all pieces.